Manufacturer narrative:
The device was returned for analysis. The reported tip break was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpacking/removal for the tray resulted in the noted multiple bends across the length of the catheter shaft, the noted catheter shaft kink and ultimately resulted in the reported tip break/noted inner member and tip lumen separations. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during unpacking of the 6.50x60mm supera self expanding stent system (ses), the tip was noted to be broken and partially detached from the ses. Another same size supera was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.